Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the device serial number was reported as unknown in the initial medwatch, the serial number is (B)(6). G1: the manufacture site name and address have been added. H4: the date of manufacture was reported as unknown, the correct date is june 10, 2013. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Serial: unknown. Concomitant med products and therapy dates: battery device; (B)(6) 2021. Device manufacture date: unknown. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a total knee replacement surgical procedure, the recon sagittal saw device failed mid procedure. According to the reporter, the device began to overheat, vibrate loudly and then failed to operate. It was reported that the battery was replaced however the device still failed to operate. There was roughly a ten minute delay to the surgical procedure. A spare device was available for use however it could not be used for twenty minutes, therefore the surgery was completed without using it. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported conditions that the device had heat and vibration were not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was corroded, had foreign debris on it, would not run, the thread saw blade coupling and bearing were damaged and could not secure the cutter. The device also failed pretests for general condition, saw blade coupling, the saw head¿s locking mechanism and oscillation frequency with frequency meter. Therefore, the reported condition that the device stopped by itself was confirmed. The assignable root cause was traced to improper maintenance.